Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer in europe reported that her thermometer had allegedly given a false negative reading on her sister. The device allegedly gave readings of 36.7°c, and a fever of 38.5°c was later confirmed at a hospital. The patient was diagnosed with pneumonia. There were no complications from this incident, and the patient is doing well now. Kaz USA, inc. Has requested that the product be returned to our company for testing.